Event description:
I had essure birth control devices used on me in (B)(6) 2010. My ob/gyn lied to me and said that he tried to insert one, had complications, and performed a standard tubal ligation. After almost 6 years of chronic pain and infections, I just found out on this past tuesday that I have 5 essure devices in my body. One in each fallopian tube, two embedded in different spots of my uterus, and one that has been embedded in my abdomen.